Event description:
Patient was revised due to pain on right knee.

Manufacturer narrative:
An event regarding revision for unspecified reasons involving a triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: device evaluation was not performed as no items were returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: there is no evidence the persistent symptoms in this patient¿s right total knee arthroplasty were related to factors of faulty component design, manufacturing, or materials. Serial x-rays, pathology reports, and examination findings do not suggest prosthetic components are involved in this clinical situation. -device history review: there have been no reported discrepancies for the referenced lot. -complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: the patient experienced pain and underwent a revision surgery whereby the baseplate, femoral and insert components were explanted and a triathlon ts system was implanted. Based on medical review of the medical records provided there is no evidence the persistent symptoms in this patient¿s right total knee arthroplasty were related to factors of faulty component design, manufacturing, or materials. Serial x-rays, pathology reports, and examination findings do not suggest prosthetic components are involved in this clinical situation. The following other devices were added to this report: triathlon ps fem comp #7r-cem; cat# 5515f702; lot# s7fls, tri ts baseplate size 7; cat# 5521-b-700; lot# hwbv, triathlon asymmetric x3 patella; cat# 5551-g-381; lot# kv2a, simplex p full dose 1 pack; cat# 6191-1-001; lot# rit143.

Event description:
Patient was revised due to pain on right knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.